Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint of malfunctioning device. The teflon pad was melted and damaged, exposing metal underneath the pad. The probe also had a crack through it, and char marks. Based on similar reports, a potential cause for thermal and mechanical damage to the teflon pad and probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that the device had an unspecified malfunction during an unknown procedure. There was no reported adverse event.